Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the power supply to resolve the issue. The unit passed extended self-testing, and it was operating within the manufacturing specifications.

Event description:
It was reported that a ventilator generated an audio alarm and had an inoperative display. There was no patient involvement.